Event description:
The following axsym bhcg results were reported on a: 249 miu/ml (9/15/00), 206 miu/ml (9/18/00), 286 miu/ml (10/31/00), 247 miu/ml (11/03/00), 251 miu/ml (11/07/00), 265 miu/ml (11/29/00), and 246 miu/ml (12/06/00). Testing using alternate methodologies (immulite and vidas) yielded negative results. Hysterosalpingography and biopsy were performed and results were negative. No injury to the pt was reported.